Event description:
It was reported that the touchscreen on the pump was unresponsive, and the screen was frozen, preventing customer interaction. There was no adverse impact on the customer's blood glucose level. The customer chose to reset the pump with technical support assistance, but the screen remained unresponsive. As a corrective measure, the customer reverted to multiple daily injections (mdi) to ensure insulin delivery. The pump was confirmed to be under warranty, and the customer was instructed on how to return the problematic pump to tandem, with a replacement likely facilitated through this process.